Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient was in stable condition.

Event description:
New information received indicated that recurrence of post-paced t-wave oversensing was noted. No intervention was performed. The patient was stable.